Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized from (B)(6) 2016 due to high blood glucose levels. Customer's blood glucose level was mid 300 mg/dl. She went into a diabetic ketoacidosis as a result of her high blood glucose level. She declined to speak with the helpline. The device was not returned.